Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified, 70% stenosed anatomy and with the implanted 6x150 mm supera self-expanding stent (ses) in the distal lesion resulted in the tip getting caught in the junction of the two supera stents. Manipulation of the compromised device in attempts to deploy the stent likely resulted in the reported tip material separation. Further manipulation of the compromised device during withdrawal prior to stent deployment ultimately resulted in the reported stretched stent. As reported, surgery was performed to retrieve the separated tip and explant both stents. There was a clinically significant delay in the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, heavily calcified, moderately tortuous right common iliac artery lesion with 70% stenosis. A 6x150 mm supera self-expanding stent (ses) was implanted without issue in the distal lesion. A 6x120 mm supera ses was also advanced to the target lesion; however, during deployment, the tip got caught at the junction of the two supera stents, causing the tip to separate within the vessel. After detecting the tip separation, the delivery system was withdrawn prior to stent deployment, causing stretching and malformation of the stent. Surgery was performed to retrieve the separated tip and explant both stents. There was a clinically significant delay in the procedure. No additional information was provided.